Manufacturer narrative:
A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
It was reported that the patient underwent an unrelated surgical procedure wherein the ipg was placed into surgery mode. Following the procedure the ipg would not connect to external devices and the patient does not have stimulation therapy.